Manufacturer narrative:
(B)(6). The device was returned for analysis; however, the analysis has not yet been completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise stent (enc452800/10666120) deployed prematurely during the procedure. They used another one to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, an enterprise stent (enc452800/10666120) deployed prematurely during the procedure. They used another one to complete the procedure. There was no report of patient injury. Multiple attempts to obtain additional information were unsuccessful. A non-sterile enterprise stent was received inside of a pouch. Only the stent was returned for evaluation, it was inspected and no damages were noted on it. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed since only the stent was received for evaluation and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10666120. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The premature stent deployment was confirmed since the stent was found deployed. However, could not be determinate when the event occurred. The stent did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.